Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was reading inaccurately high compared to another meter. The medical surveillance specialist was unable to get in touch with the patient for follow up questions and so the complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue began around the evening of (B)(6) 2012. The patient could not recall the blood glucose results obtained on the subject meter or the results obtained on the doctor's meter that he was comparing them too. The patient reported managing his diabetes with diet, exercise and oral medication (type/dose unknown). The patient denied making any changes to his normal diabetes management as a result of the alleged issue starting. The patient claimed that he became "sweaty" within 15-30 minutes of the alleged issue occurring. The patient told the cca that he treated himself with glucose tablets/glucose gel (1 tube). However, the time of the treatment was not specified. The patient also informed the cca that he was able to test his blood glucose and obtain a result of the "40's mg/dl" with an unspecified device. At the time of troubleshooting the cca confirmed that the subject meter was set to the correct unit of measurement, that the patient was using an approved sample site, that the patient was using the correct testing process and that the patient was no using the subject meter for the first time. The cca also confirmed that the patient was using the correct test strips and they were being stored in an undamaged vial. The patient did not have control solution during troubleshooting and so a control test could not be performed. The alleged issue was not resolved with troubleshooting and replacement product was sent to the patient. This complaint is being reported as an adverse event because the patient reportedly developed symptoms suggestive of a serious injury and required glucose tablets/glucose gel to treat them as a result of the alleged issue.

Manufacturer narrative:
Patient contacted the lifescan (lfs) medical surveillance specialist (mss) on 09/26/2012 and provided additional information to rule out the complaint as an adverse event. The patient confirmed being "sweaty" after the alleged issue and stated that he also had developed symptoms of "confusion, pain, extreme nausea, lack of memory," which he attributed to medications he was taking for other medical diagnosis's. The patient was unable to recall the other medical diagnosis's or medication names. The patient mentioned that he was hospitalized "a couple of weeks prior" to when he contacted the mss for the other unspecified medical diagnosis. The patient confirmed that he had taken glucose tablets at the onset of symptoms, but stated that it did not abate the symptoms, since "the symptoms were not due to the diabetes."

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.